Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise could be reproduced during clinic testing. The doctor may replace the electrode. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection found a slight curve approximately 25mm from the terminal pin. The sense a conductor resistance measured slightly higher than normal, indicating a possible fractured or broken conductor. An x-ray shows the sense a had fractured filars in and around the area approximately 25mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise, oversensing, and inappropriate shock.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise could be reproduced during clinic testing. The doctor may replace the electrode. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise could be reproduced during clinic testing. The doctor may replace the electrode. There were no additional adverse patient effects. The system remains implanted.